Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that there was no image due to a failure of the dvi connector. However, a definitive root cause was not determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was observed during the device inspection that the digital visual interface (dvi) output had no image on the video system center. There was no report of patient involvement.